Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 1.4 inr. The corresponding lab result reported was 2.1 inr. The patient's coumadin was changed to 2.5mg on wednesday and friday, and 5mg the other days. The device was replaced and requested to be returned for evaluation.